Event description:
It was reported that the patient has been having one seizure a day for the past month and half which is an increase for the patient. The patient's device was checked and all diagnostics and parameters were as expected and within normal limits. No additional relevant information has been received to date.